Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The hospital did not know the date of death. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit alarmed "patient disconnect" and the unit was not ventilating. The patient was resuscitated. Due to patient's pre-existing medical condition and poor prognosis, the patient was reportedly taken home and subsequently died.

Manufacturer narrative:
After ge healthcare (gehc) engineering and clinical review of the equipment logs, it was concluded that there was no malfunction of the device. The system detected and alarmed patient disconnect as intended, following hours of other alarms that were ignored or insufficiently addressed by the user. No obvious leaks were found in the patient circuit by the clinical staff following the event. No fault was found with the carescape r860 ventilator when it was checked out by the local dealer?s field engineer following the event. Gehc representatives met with the customer to review the event and found no obvious issues with the ventilator, although a potential source of a leak that can lead to a patient disconnect alarm in the breathing circuit that was used was noted. Log review confirmed an extended patient disconnect alarm at the time of the reported event, following numerous (1800+) primarily user-settable alarms for the hours leading up to the event. Gehc clinical review of the case determined that alarm fatigue likely led to delayed clinical response to the patient disconnect alarm.